Event description:
Customer reported the screen on her insulin pump is frozen. She replaced the battery but the device will not do anything. Customer's blood glucose is 368 mg/dl. The screen is not totally blank. There are no alarms. Customer removed the battery for five minutes. There screen is still frozen and the time has not changed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No frozen screen was noted. The time advanced properly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).